Event description:
Procedure type: laparo rectum. According to rptr: the device worked fine for a while, but then air leaked from balloon and the balloon broke. Nothing fell into the cavity. The procedure was completed with another. No tissue damage. No pt injury was reported.

Manufacturer narrative:
(B) (4)